Event description:
At end of rf unsuccessful ablation, upon removal of right femoral venous sheath, the sheath tore. The distal end of the sheath remained in the femoral vein and migrated toward the iliac vein. Attempted to retrieve by femoral cut down but it had migrated to common iliac vein. Broken piece retrieved under fluoroscopy with sharing device. Blood loss 400cc. Scar tissue felt with insertion but not difficult insertion. 3500 units with heparin given for procedure (ablation). Scar tissue felt to be from previous angio.